Event description:
Procedure type: unk. According to the rptr: during the case the balloon burst. A piece fell into cavity, but the piece was retrieved. A new instrument was used to complete the procedure. There was no additional bleeding and no tissue damage. The operating time and incision were not extended as a result. No pt injury was reported and no additional pt info available.

Manufacturer narrative:
(B)(4).